Event description:
It was reported that during implant device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt device was not programmed out of shipped setting and this is the reason for longevity calculation not being available. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: missing DHR statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities